Event description:
It was reported that balloon rupture occurred. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion due to the calcification and angulation. The balloon ruptured after it was pulled back. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was blood present in the manifold. At 64.5cm from the strain relief the hypotube was kinked. There was blood and contrast in the inflation lumen. For a length of 2mm there was a twist in the inflation lumen at the rapid port exchange (exit notch). At 46mm from the tip of the device the guidewire lumen was stretched down for a length of 8mm. At 5mm distal from the proximal balloon waist transition there was a circumferential tear in the balloon. The remaining distal portion of the balloon was accordioned and advanced to the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 75-80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion due to the calcification and angulation. The balloon ruptured after it was pulled back. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.